Event description:
It was reported, the patient had a loss of therapeutic effect and was experiencing tremors in their arms and legs which were noted to be a flailing motion. It was noted this was observed during an impedance and programming session. It was stated, the patient felt stimulation in their back and thighs as the stimulation was slowly increased to 1.5 volts and they felt a pinching, prickly sensation all over on their skin. It was noted, the shaking sensation would last for about 10-15 seconds after the implant was shut off. Reportedly, the patient was sitting in a wheelchair in their healthcare provider¿s office and felt and heard a ¿pop.¿ the patient then started feeling sensations and had a shaking sensation and went to the emergency room that day. It was noted, the location of the patient¿s symptoms was their lower back, legs and arms and the patient¿s status was serious. Reportedly, the patient was being sent to have x-rays done. It was also reported there were impedances greater than 4000 ohms on contacts 0, 2, 4, 12, and 14 and the other contacts were between 1000 and 1700 ohms. It was noted, the patient typically had their stimulation at 4.5 volts but the day of report they could only tolerate stimulation at 1.5 volts. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Product ID 3777-60 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead product ID 37752 lot# serial# (B)(4), product type recharger product ID 37743 lot# serial# (B)(4), product type programmer, patient product ID 3777-60 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead. (B)(4).

Event description:
Additional information received reported that the patient had x-rays done and there was no apparent malfunction noted. It was noted that the patient was scheduled for a revision and implant of a paddle lead. Approximately three weeks later, it was reported that the patient received a new sensor battery as well as a paddle lead. The following day, the reporter stated that the patient was receiving stimulation in her target areas of pain and was very happy with her new system.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that several electrodes had high impedance but it was changed out because the patient felt symptomatic of stinging and discomfort. It was noted that the patient was a very paranoid patient. It was further noted that the patient had spasticity and that the stimulation was causing the patient to shake and have tremors when the device was turned on. It was further reported that with all of that combined it was thought best to put in a paddle lead to address the issues. It was noted, however, that the root cause of the symptoms was not determined and there was no way to say it was the device or not; the change was reportedly more proactive. The patient was noted as doing well and there were no issues to report at that time.